Event description:
The customer reported that during use of this handpiece to perform a metatarsal phalangeal joint implant to the left first toe, the trigger stuck and the drill continued to operate resulting in damage to the tendon of that toe. To repair this tendon, the surgeon took a graft from the pt's flexor tendon of the fifth left toe. This event resulted in a change in anesthesia, and an add'l 1 3/4 hours to complete the surgery.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for eval. The investigation confirmed the problem of a sticking trigger. Further inspection of the device found heavy corrosion to the trigger assembly contributing to this failure mode. Upon f/u with the user facility, the sales rep found that the dry time used by the facility was inadequate. The handpiece instruction manual documents a dry time of 8 minutes minimum and the facility used a routine dry time of one minute. The facility has received education and re-training regarding sterilization of this device. The handpiece instruction manual cautions the user: caution: the recommended dry cycle (8 minutes minimum) must be run on all handpieces and attachments every time the product is sterilized. Failure to use a dry cycle on the products may lead to reduced product performance or premature product failure. Operation of a handpiece that is not completely cool and dry may decrease performance and/or reliability.